Event description:
It was reported that during a pci procedure, stent damage occured. The 90% stenotic lesion was located in the calcified mid right coronary artery (rca). The physician met resistance when advancing the stent delivery system (sds) and was unable to cross the lesion. The sds was removed without issue. According to the physician "the strut of the stent middle part seemed to be rolled up". The procedure was completed with another MFR's device. There were no reported pt complications. Pt status listed as "good".